Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented to the hospital for reasons unrelated to the complaint. Upon device interrogation, the patient's atrial lead exhibited oversensing of noise leading to inappropriate mode switch episodes, in addition to undersensing of p-waves. The patient was asymptomatic to the event. The device was reprogrammed to adjust atrial sensitivity. The patient would continue to be monitored.